Event description:
It was reported that the insulin pump buttons unresponsive. Customer's blood glucose was 75 mg/dl. Customer stated the insulin pump was exposed to sweat. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage was noted inside of the insulin pump. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip, a broken belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).